Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device and verified the customer reported malfunction. The fse replaced the compressor muffler filter and the breath delivery unit (bdu) central processing unit (cpu) to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator became inoperative. It is unknown if the patient was transferred to another ventilator. There was no report of death or serious injury associated with this event.